Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, a service history review, and an alarm log review were performed. The damaged power cord was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the power cord was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged power cord. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.